Manufacturer narrative:
The fault was attributed to a faulty power supply. The device was out of warranty. The unit was not repaired by philips as the customer refused the philips' service. The customer reported that the ventilator is back in service. However, the customer did not provide any further information regarding any part replacement or device repair.

Manufacturer narrative:
Date of event: (B)(6) 2021. 09mar2021

Event description:
It was reported the battery light was flashing during use. The ventilator was in use with a patient at the time of the issue. The patient was moved to a different ventilator and no additional intervention or harm was reported. The remote service engineer found the power supply was at fault.